Manufacturer narrative:
Product complaint # (B)(4). (B)(4). Reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Pcf and medical records received. After review of medical records, patient undergone physical examination last (B)(6) 2017. Recent labs reveal cobalt increased from 20.2 to 25. Chromium is stable at 11. It was 10 before. The patient has significant functional deficits, recent visual problem, trochanter tenderness, pain in rotation of the leg, leg length discrepancy, and severe right hip stiffness. The patient ambulates with an antalgic trendelenburg gait and moves about at a moderate pace. Medical records also stated an osteolysis in the right acetabulum with metal on metal implant. Patient was revised to address right failed total hip arthroplasty, metal on metal reaction, osteolysis, granuloma, elevated ion counts, and mild taper corrosion. Operative notes stated no evidence of infection. Surgeon performed extensive debridement on granuloma tissue. Doi: (B)(6) 2009 - dor: (B)(6) 2017 right hip.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.